Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported it takes forever to get a dose from the personal therapy manager (ptm). Patient stated it takes 10-15 minutes to connect to the pump. Patient confirmed the ptm would get stuck at 90% and just sit there. Agent assisted the patient with clearing data. Troubleshooting resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd serial (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.